Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced no benefit with the device due to incorrect electrode placement. The device was explanted on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.